Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient, after an unrelated minor surgery, had a test done that was similar to an EKG. The patient stated they had to turn the dbs off, and their reason for calling was because when they turned the dbs off it did ¿something to the left side.¿ the patient explained that their left side was unusable, and they noticed it about a month ago. It was recommended to follow up with the hcp to discuss checking the ins and symptoms. Patient services called back to make sure the dbs was turned on since the patient said they had to turn the dbs off for the EKG. The patient repeated that the left side was off and that they had not checked the therapy to see if it was on. It was reviewed how to check this and when the patient checked it was shown that the therapy was on, and the battery read ok. The patient stated they had not yet had an opportunity to contact their doctor¿s office but indicated they would follow up with them. There were no further complications reported.